Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not displaying any patients on the screen. The user was able to log in, but no patient information was available. The user also stated that issue persisted even after troubleshooting and everyone was facing the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no available patient list in the station. A technical support specialist (tss) resolved the patient crossing issue by restarting the carefusion coordination engine server. Customer confirmed that the patient information was available on the pyxis device and could be accessed. The system functioned as intended after the technical support specialist troubleshot the device.